Event description:
A customer reported to baxter (B)(4) a buretrol solution set in which a leak was observed. According to the report, the leak originated from a hole in the tubing. There were no reports of patient involvement, patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown.